Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they were nearly electrocuted when they were laying in bed. The patient stated that the device was programmed for sitting and standing, but when they laid down they nearly got electrocuted. They indicated that they had to tell their husband to come help turn the stimulation off. The patient stated that they put the implant back to the original program, they had the device reprogrammed and hasn¿t touched the settings since. The patient added that this occurred 1.5-2 years ago. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. They reported they reached out to some doctors but none of them were willing to work with the patient since the implant was performed by a different doctor. An email was sent to the field representatives requesting they reach out to the patient to help them find a doctor that is willing to work with the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.